Event description:
It was also reported the patient experienced inadequate pain coverage prior to the lead revision procedure.

Event description:
It was reported the patient's leads had migrated, and were subsequently explanted. Migration was confirmed by x-ray. It was stated the migration was possibly related to the implant procedure. The outcome was reported as resolved without sequela on (B)(6) 2012.

Manufacturer narrative:
Product ID 3888-45, lot # v229123, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer; product ID 37082-20, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type extension; product ID 3487a-45, lot # v156504, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead.

Manufacturer narrative:
(B)(4).